Event description:
It was reported that the holder detached such that there was a risk of the tracheostomy tube being removed. No patient injury or complications were reported in relation to this event.